Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On june 30, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2020, mentor became aware that due to covid 19, the surgery has been postponed untill further notice. Hence, explantation date of (B)(6) 2020 has been removed from field d7 on this form. Also, method code under field h6 has been updated to "device not accessible for testing" on this form. A supplemental report will be submitted when an updated surgery date, or any other reportable information is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also expressed dissatisfaction with the procedure outcome for unacceptable cosmetic procedure in addition to left side breast implant deflation. Hence, patient code "no code available" has been added to field h6 on this form. The patient underwent bilateral explantation and replacement with saline implants on (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear located at a junction at the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).